Manufacturer narrative:
Per the dexcom user guide, "ages 18 years and older: insert (sensor) in your belly." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading was 100 mg/dl. No additional patient or event information was available. Reportedly, the customer had inserted the sensor into their leg. Customer was educated the importance of inserting sensor into abdomen per user guide.